Event description:
Reporter indicated that his dell handheld computer would get "hung up" on the interrogate pt screen. The software in the handheld computer was 7.1 programming software. The handheld computer and the 7.1 software were received by cyberonics and are pending product analysis.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a serious injury or death.